Event description:
On 5/22/97, bone was overheated during the removal of an implant (whole hex had stripped during placement). Dr replaced the removal implant with co's 8x10 implant. Implant did not integrate due to damage to the bone from overheating and was removed 9/23/97. One person affected.